Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-10333, reference MFR report: 1627487-2011-10335. It was reported the pt was no longer feeling stimulation. In addition, the pt reported experiencing pain at the ipg site. The pain has gotten progressively worse and is present whether stimulation is turned on or off. The physician removed and replaced the ipg, a dual quattrode extension and an octrode extension on (B)(6) 2011.

Manufacturer narrative:
Results: the complaint was confirmed. As received, a terminal end electrode was missing from the lead. The missing terminal end electrode was stuck in the ipg top port. Discoloration was observed in the extension header and in the lead segment. Continuity testing was performed while twisting, bending, and stretching the lead and a high impedance reading was observed on channel 2 and 7. Channels 3-6 and 8 measured low. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.